Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact and free of damage. Evaluation revealed that all of the keypad buttons responded properly. The keypad cover was removed and no contamination or damage was observed on any of the key contacts. The pump case was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.